Event description:
While attempting to remove the guidewire through the needle, the guidewire unraveled, kinked and got "hung-up" on the bevel part of the needle. The facility reported that 8 occurrences, as described above, transpired. However, the facility could not provide information on any of the other events. Two, possibly three, of the eight occurrences happened during one procedure. No pt harm or injury occurred as a result of this event.